Manufacturer narrative:
The insulin pump was received not stuck in the manufacturing mode. The insulin pump passed the sleep current measurement, active current measurement and displacement test. Pump received with normal operating currents. No unexpected low battery alarm or battery exchange alert noted. However, unexpected replace battery alarm noted in the pump history due to connector resistance. The loaded voltage (loaded vlith) display at the power graph management tool shows abnormal behavior. After disconnecting and reconnecting the internal battery connector the pump functioned properly. The pump was received with scratched case, pillowing keypad overlay, cracked select button keypad overlay, scratched keypad overlay and minor scratched lcd window. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that customer had battery exchange alert on insulin pump. The customer¿s blood glucose level was unknown. The insulin pump will be returned for analysis.